Event description:
It was reported there was leaking from the handle of the catheter. Additional information was requested and is not available.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible as the lot number is unknown. The complaint description is consistent with a handle leak. A quality improvement project was initiated to address handle leak problems.